Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion and upon connection to the transducer the pressure indices were not displayed. The transducer was zeroed again and pressures remained the same. For systole and diastole the waveform appeared flat. The emergency service rep stated that due to the span of time that elapsed, attempting to clear the apparently clotted catheter was not recommended. It was noted that during insertion of balloon, catheter became clotted. Hemodynamics all read the same. An alarm unable to update timing was generated also. After the patient's surgery the physician was scheduled to switch to a radial arterial line. There was no reported injury to the patient.